Manufacturer narrative:
Further information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, multiple episodes of undersensing or at least one pause episode due to loss of electrode contact was noted on an implantable cardiac monitor (icm). No interventions or programming changes were performed.